Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 253 (mg/dl). A bolus was administered to address bg levels. Customer states the bg level reported is "normal" for them. No additional information was provided on the reported issue.

Manufacturer narrative:
.